Event description:
It was reported bd ultra-fine¿ 3/10ml insulin syringe had the hub separate from the syringe. The following information was provided by the initial reporter: "the customer reported about needle/shield separation from the barrel that had occurred when removing the shield."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-mar-2022. H.6. Investigation: customer returned a sample and 2 images were forwarded to the manufacturing site of a 0.3ml syringe. The needle hub and shield are visibly raised on the distal tip of the syringe barrel, with the hub positioned well above its intended location. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was unable to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported bd ultra-fine¿ 3/10ml insulin syringe had the hub separate from the syringe. The following information was provided by the initial reporter: "the customer reported about needle/shield separation from the barrel that had occurred when removing the shield."